Event description:
Customer reported a past low blood glucose event, with the lowest level recorded at 43 mg/dl. Cause was not known. The parents assisted the customer with consuming juice box and snacks, as the customer was unable to walk.